Manufacturer narrative:
Device used for treatment and not diagnosis. The DHR was reviewed and no issues were found during manufacture that would be relevant to the complaint condition. The investigation is ongoing.

Manufacturer narrative:
A product development event evaluation was conducted and the report indicates that one of the four cruciform tips was sheared off and was not returned for evaluation. The remaining 3 cruciform tips are significantly worn and discolored (grey to black). A small portion of the red color code band has worn off. The returned device (cruciform screwdriver, part: 313.96.96, lot: a4hj291) was made from acceptable material for making screwdriver shafts/blades. The design is adequate for its intended use and did not contribute to this complaint condition.

Event description:
User facility reported: during surgery on (B)(6) 2013 for a right tibia/fibula repeat incision and drainage, the head of the screwdriver broke. All pieces were retrieved. No further information was available.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).